Event description:
Additional information was received from manufacturer representative (rep) who reported the patient was reprogrammed and patient reported the programming is great. They reported the status of the device is on and delivering therapy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977c165; serial# (B)(6) implanted: (B)(6) 2025 product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that the patient had severe pain in their ribs and their right side since the time of implant. Patient indicate they spoke to their healthcare provider (hcp) office at their follow up appointment and they kinda "blew off" the patient's pain because it was a new implant. Patient saw their pain management for a spinal block 2 weeks ago and a manufacturer representative (rep) was there as well. Patient stated the rep asked for imaging of patient's leads to check the placement and noted the paddles were not in the right place and were over to the right side causing them the rib pain. Agent documented information given and redirected the patient to their rep and hcp to further address. Patient's case manager called about this issue and said they called sunmed and they are trying to run it through insurance. Caller said pt is in severe pain "because they are at full blast and there is nothing they can do to control it". Advised calling hcp and asking them to reach out to local medtronic rep for help. Additional information was received from the manufacturer representative (rep). The new pain management doctor took a fluoro image in preparation for a new block. The representative showed them the patient's original implant via mforce, and the doctor made the comment that there might be a little lead migration. The patient is continuing treatment with the doctor, and last reprogramming and therapy coaching has helped the patient control unwanted stimulation. There is no current action to resolve, other than getting the patient a new controller since theirs was lost. This was the patient's original reason for contacting medtronic, and it has been resolved to their satisfaction.